Manufacturer narrative:
This report was initially submitted following notification from a customer in ireland regarding false negative results for two neqas survey strains in association with vidas® measles igg (ref. 30219 lot 1007322860). A biomérieux internal investigation was completed. There is no other complaint for an external quality control problem on the vidas msg batch 1007322860 / 200325-0. No recurrence of a particular anomaly. According to the analysis of the quality data, there was no anomaly during the manufacturing, control and packaging stages. No CAPA or non-compliance is related to the reason for the complaint. Control cards were used with five positive sera from internal serotheque that were analyzed on eight lots of vidas msg including the client lot. All the samples analyzed complied with the specification, but vidas measles igg lot 1007322860 / 200325-0 was in the low trend compared to the other lots. The complaint laboratory tested the vidas msg pv kit 1007322860 / 200325-0, a biobank serum 156234-ser, as well as five serums from internal serotheque. Internal serums were within expected standards although some were located on the lower limit. Serum 156234-ser from biobank obtained a negative result on lot 200325-0 but was positive on diasorin. Vms (validation, metrology, support) investigated sample 5248 and sample 5249. Sample 5248 was negative for all three lots. Sample 5249 was negative for two lots and positive for one. It was concluded that the inter-batch variability was consistent with the precision profile of the parameter. No significant difference was observed between the lots of vidas msg. In conclusion, the vidas msg 1007322860 / 200325-0 batch still complied with its specifications..

Event description:
A customer in (B)(6) notified biomérieux of false negative results for two neqas survey strains in association with vidas® measles igg (ref. 30219 lot 1007322860). Both survey strains were tested in duplicate, results were: neqas strain 5248: 0.4, 0.42 negative; neqas strain 5249: 0.49, 0.40 negative. It was confirmed the expected result for both neqas survey strains was positive. As there are no patients associated with these quality control strains, there is no adverse event related to any patient's state of health. Biomérieux will initiate an internal investigation.